Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing "button issue" although specifics were not provided. Customer declined troubleshooting and therefore no additional information was obtained.